Event description:
Same case as 2134265-2012-02469. It was reported that during a coronary artery treatment procedure stent damage occurred. The lesion was located in a saphenous vein graft. The physician implanted a 3.5x24mm taxus element stent to 16 atms, then distal to the implanted attempted to implant a 3.0x28mm taxus element stent however was unable to cross the placed stent. When the physician attempted to remove the device, the proximal part of the stent got stuck with the proximal edge of the implanted taxus element stent and the implanted stent got deformed and elongated. It was noted that the proximal edge of the 3.0x28mm taxus element stent got lifted. The procedure was completed with a different taxus liberte stent. A taxus liberte 38mm stent was additionally implanted for the elongated part of the 3.5x24mm taxus element stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was caused by another device. (B)(4).